Manufacturer narrative:
Initial 1 of 2. E1: event country: japan. Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient received insulin flow block alarm on (B)(6) 2026 as injection was interrupted repeatedly and patient replaced infusion sets about nine times from last week. The patient had high blood glucose and was treated with pen.